Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the co2 port valve on the vasoview 7 xb would not stay closed. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).